Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels reaching 512 mg/dl. Reportedly, the cause is the customer forgot to bolus. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.